Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, a non recoverable fault (32140) had occurred on the system, followed by 319 faults on the vdcx. Technical support had the site perform a hard restart of the vision side cart (vsc) and remove the hdmi cables from the vsc; however, these steps resulted in no change to the fault condition. There was no patient present in the room at the time. The site ultimately chose to abort the case. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the endoscope system controller to resolve the issue. The issue continued to occur. The fse went on site and replaced the cio, vspd, vision side cart (vsc) core, and another endoscope system controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.